Event description:
Gambro was made aware of a flow rate discrepancy during a telephone call on 01/30/08 with customer. The operator set the pt fluid removal rate to 250 ml/h. However, the status screen displayed 350 ml/l. Actual patient fluid removal was 250 ml/h. The customer also reported, that the blood flow rate was set to 190 ml/min. However, the status screen displayed 150 ml/min. There was no pt injury or medical intervention reported.